Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: cystocele, mixed urinary incontinence, prolapse vaginal vault, rectocele. Procedure (s) performed: laparoscopic colpopexy with mesh x 2, sling transobturator tape (tot) monarc, repair of rectocele (abdomino -vaginal), cystoscopy, suprapubic tube (spt) complications post placement: ¿outcome attributed to device¿ - pain, erosion, infection, fistulae, bleeding and dyspareunia. Mesh revision surgery (B)(6) 2012. Details: reason for mesh. Explant or trimming: vaginal mesh exposure procedure (s) performed: revision.